Manufacturer narrative:
This report is filed (B)(6) 2016. Device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.